Event description:
The following has been reported: on (B)(6) at 17:00 hours, on the fourth floor hematology where: "40-year-old male patient with known diagnosis by clinical history, who on (B)(6) 2025 starts second cycle of immunotherapy blinatumumab 28mcg, previously administered premedication for the start of immunotherapy, the patient was monitored according to protocol, who reports vital signs within normal parameters. 16:45 blinatumomab is started at a dose of 28 mcg with a total volume of mixture of 240ml to pass according to management protocol to 10cc for 24 hours. 18:10 patient called the nurse due to an alarm in the infusion pump, the patient was attended and it was found that the total immunotherapy mixture was administered in 1 hour and 20 minutes. After the analysis, it was established that the infusion pump drug library did not have the appropriate parameterization. Said programming should be 240 ml at 10 ml/h and it was 240 ml at 240 ml/ /h. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. The infusions at 240l/h then 10ml/h were found, which confirmed the programming error. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate realized after the event, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. According to reported information by local investigation, the pump has been deeply discharged, which unconfigures the drug parameters which led to the programming error. Storage recommendations and battery precautions can be found in the device IFU. Therefore we shall consider the root cause of this complaint as being linked to usability. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.